Event description:
It was reported that patient is experiencing pain post operatively.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. DHR review indicated the devices were manufactured to specifications. Inspection documentation shows all devices were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. The device was used for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical notes were not provided. A definite root cause cannot be determined.